Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window, cracked case at display window corner.

Event description:
The customer reported via phone call that his son's insulin pump alarmed button error after laying down on pump. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.